Manufacturer narrative:
Event description and coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for spinal pain indications. It was reported that the patient stated the device was not working. Patient stated it used to take a couple minutes to connect to the pump and now it takes 4-6 minutes to complete the process. Patient stated notice the screen getting stuck on a certain percentage and patient said not necessarily when it's recording it will sit for a long time but they just assumed it would go through rather quickly. Patient mentioned they called the nurse who comes out to the house to administer the refill and the nurse said they felt like they needed a new pump because it's taking up so much time to connect. Agent assisted patient with clearing the data on the handset. Patient was able to connect to the personal therapy manager (ptm) and getting bolus screen. Communicator 96% and handset 98% charged. The troubleshooting steps that were taken on the call resolved the issue. Additionally it was reported that the patient was seeing service code 518 when she connects to the pump to deliver a bolus. Patient was having to restart the myptm app, an d clearing the data did not resolve this particular issue.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for spinal pain indications. It was reported that the patient stated the device was not working. Patient stated it used to take a couple minutes to connect to the pump and now it takes 4-6 minutes to complete the process. Patient stated notice the screen getting stuck on a certain percentage and patient said not necessarily when it's recording it will sit for a long time but they just assumed it would go through rather quickly. Patient mentioned they called the nurse who comes out to the house to administer the refill and the nurse said they felt like they needed a new pump because it's taking up so much time to connect. Agent assisted patient with clearing the data on the handset. Patient was able to connect to the personal therapy manager (ptm) and getting bolus screen. Communicator 96% and handset 98% charged. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.